Event description:
It was reported, the batteries on the patient¿s programmer went dead and they changed them and it wasn¿t connecting to the device. It was stated, the patient was unable to adjust their stimulation. It was noted a ¿call your doctor¿ icon was shown with a warning icon and a power on reset (por) condition was reported. Reportedly, the patient noticed the por after they changed the batteries on (B)(6) 2013.

Manufacturer narrative:
Product ID 3037; product type programmer, patient product ID 3093-28, lot# v625669, implanted: 2011 (B)(6); product type lead product ID 3037; product type programmer, patient (B)(4).